Manufacturer narrative:
Multiple patients: sid (B)(6) female, sid (B)(6) male. No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I results for 2 samples. The following data was provided (units of measure = ng/ml): (B)(6) 2019 sid (B)(6) initial result = 0.044 (positive), repeats = 0.005 (negative), 0.001 (negative). Female patient, diagnostic cutoff = 0.01. On (B)(6) 2019 sid (B)(6) male patient initial result = 0.077 (positive), repeats = 0.014 (negative), 0.004 (negative). Male patient, diagnostic cutoff = 0.03. No impact to patient management was reported.

Manufacturer narrative:
It was discovered on october 17, 2019 that the initial emdr lot number 25897un19 was inadvertently documented in the serial number section. The lot number has been corrected to 25897un19 in the correct lot number field and the serial number is blank. A review of tickets was performed for reagent lot number 25897un19. The ticket search determined that there is an elevated complaint activity for the likely cause lot, but no trends were identified for the complaint issue. A review of the device history record was performed on lot 25897un19 and no issues were identified. Return testing was not completed as returns were not available. The historical performance of reagent lot 25897un19 was evaluated and the patient median data and cal f rlu mean are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 25897un19. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I assay, lot 25897un19 was identified.